Event description:
The customer reported approximately ten (10) milliliters of fluid leaked outside the instrument involving the coulter act diff 2 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat prior to troubleshooting. The customer noted the fluid leak came from beneath the instrument near the right compartment door. The customer opened the right compartment and noticed the tubing had come off the solenoid. The customer was advised to use a hemostat to clamp the tubing and facilitate the connection of the tubing but after system startup, the tubing came off. Patient results were not generated during the fluid leak. There was no patient consequence. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the diluent pump tubing had come off the fitting. The fse replaced the tubing and verified repairs per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).